Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 ICD, implanted (B)(6)2015. (B)(4)

Event description:
It was reported by the patient that about 9 days after a routine device replacement procedure, the patient heard beeping and questioned if it was the device alerting. Follow-up with the physician's office revealed that the left ventricular lead impedance was greater than 3000 ohms - which triggered an alert - and it was determined the chronic lead had not been properly inserted in the new device's header. The lead pin was re-seated, and the device and lead remain in use. No patient complications have been reported as a result of this event.